Event description:
Per telephone report patient suffered burn on the use of product. Ref: (B)(4).

Manufacturer narrative:
Reference: (B)(4). Investigation: x-no sample returned. X-review DHR. Analysis and findings: distribution history: the complaint product was purchased from a supplier in november 2018. Manufacturing record review: DHR's 236091 and 266486 were reviewed and no non-conformities related to the complaint condition were noted. All finished goods inventory for this lot number has been depleted. Incoming inspection review: iqc-record# (B)(4) was reviewed and no non-conformities related to the complaint condition were noted. Service history record: service history not applicable for this product. Historical complaint review: a review of the attached 2-year complaint history shows one other similar reported complaint conditions for a different lot number and was attributed to user error. Product receipt: the complaint unit/product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint unit/product could not be completed as the complaint unit/product has not been returned to coopersurgical. If the unit/product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint unit/product could not be completed as the complaint unit/product has not been returned to coopersurgical. If the unit/product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause no definitive root cause could be reliably determined at this time. However, the product pouch (23639) states a warning where "failure to achieve good skin contact by the entire adhesive surface may result in an electrosurgical burn...". It is suspected the pad may not have been securely attached to the patient causing the issue. Correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition could not be confirmed. Was the complaint confirmed? No. Preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow up report will be filed. Reference: e-complaint (B)(4).

Event description:
Per telephone report - patient suffered burn on the use of product. Ref: e-complaint (B)(4).